Event description:
Reporter stated that they found the pt unconscious, so they gave pt a glucagon injection, 2 glasses of apple juice, a glass of orange juice, and a glass of coke. They then tested the pt's blood glucose and a result of 29 mg/dl. The pt's blood glucose was tested again 30 minutes later and it was 100 mg/dl.